Event description:
It was reported that the subject device's spare lamp was not working. The issue occurred during inspection. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like electrical components; power source; loss of power, interoperability problems like wired communication; mechanical problems like stress; fatigue; mechanical shock; wear and tear; optical problems like light source issues; thermal problems like overheating and environmental problems like dust or dirt between the light source components without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.